Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
To date, the device has not been received with complaint for investigation since it remains implanted in the patient; therefore, the con condition of the device remains unknown and an evaluation are not possible. The femoral component product part and lot information was provided so the device history records for the femoral component were reviewed and identified there were no deviations and/ or anomalies. The knee compatibility could not be assessed as the remaining component part numbers were not provided for review. A complaint search was conducted and found no other complaints on the related product part and lot number combinations provided for the femoral component. No surgical notes or x-rays provided for examination; however, the patient communication noted that a second opinion was obtained and she was told that the bone on the femur has failed to osseointegrate with the implant. The surgeon considers this the source of her pain based on the information provided the likely cause is the lack of osseointegration of the femoral component.

Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. There is no new information that would change the previously reported investigation.